Event description:
Integuseal microbial sealant would not work. No solution came out even after it was popped and opened. The integuseal was accidentally discarded in between cases. Integuseal and packaging not saved.